Manufacturer narrative:
Batch record review showed that all testing results were within specification. No sample was returned for evaluation. The lab has retested a reference sample of this batch and all results were conforming to the specifications for the tested parameters. As no sample was returned, a root cause analysis could not be determined. (B)(4).

Event description:
A doctor reported that a pt presented with non-bacterial endophthalmitis six days post cataract with intraocular lens implant surgery in the left eye. The pt was treated with a topical steroid. The pt continues to experience pain, blurred vision and photophobia. It was noted that no cultures were taken.